Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited the nozzle had foreign objects . There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: h6 (component code is being corrected to 3092 - nozzle). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the foreign material was found to be a mixture of drug-derived silicic acid and drug-derived organic silicone. It was confirmed that there was no deviation from instructions for use (IFU) in reprocessing steps and the foreign material residue point was free from deformation. The root cause of the foreign material remaining in the subject device was unable to be specified. The instruction manual states the detection method associated with the event in "chapter 3 cleaning, disinfection, and sterilization procedures section 5 manual cleaning". Olympus will continue to monitor field performance for this device.